Manufacturer narrative:
Other, required secondary intervention - evaluation results: conical and angulated aortic neck. Migration, endoleak. Conclusion: conical and angulated aortic neck.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 32 months ago. At the time of implant, the aortic neck was moderately angulated. It had a conical shape, measuring 22-23 mm in diameter at the renal arteries; it expanded to 24 mm, 1 cm lower and further expanded to 26mm, 2cm lower. The aneurysm was described as being large. It was reported that the stent graft migrated distally 2-3cm. This was attributed to the anterior angulation and conical shape of the aortic neck. An aneurx aortic cuff and a talent aortic cuff were implanted proximal to the bifurcated stent graft to address the migration. An iliac limb stent graft was implanted to address a distal type 1 endoleak on the right side. No additional clinical sequelae were reported and the patient is fine.